Event description:
It was reported that yesterday they were charging and a warning came up on the recharger that said system problem rm03 contact medtronic. Patient said they have been having problems while charging and all of the devices have been getting hot and it is not consistent when they are charging. Patient also said it will say that they is charged but she is not charged. Patient mentioned she has been having to increase her intensity and they hasn't changed anything to do that. A request was sent to the repair department to replace the device. Agent wanted to update that the patient mentioned she was sent a paddle in the past.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.